Event description:
It was reported that the right ventricular lead triggered an alert for low pacing impedance. The lead was also noted to have high thresholds. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.